Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the screw slipped after inserting the lead connector. The implantable pulse generator (ipg) was attempted/not used. A new ipg was placed successfully. No patient complications have been reported as a result of this event.